Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on stand by mode, the cs100 intra-aortic balloon pump (iabp) unit had saline spilled from bag. There was no patient involvement.

Manufacturer narrative:
Event site postal code and state (B)(6). A getinge field service engineer (fse) had a fault search performed and a cost estimate sent to the customer. The power supply(d014-00-0033-05) and crm assembly(d997-00-0986-07) was replaced. Functioning tests were carried out with positive results. The fault did not cause damage/inconvenience to operators/patients or delays in procedures.